Event description:
It was reported that stent dislodgement occurred. While preparing a 2.75 x 38 synergy¿ drug-eluting stent for use, the physician pulled away the hosing of the stent. However, the stent unravelled and 'came away' from the balloon too. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The devices stent protector was not received for analysis. The struts from the centre of the stent were misaligned and stretched distally over the tip. This damage is due to the stent meeting resistance. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system possibly during packaging for return. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. While preparing a 2.75 x 38 synergy drug-eluting stent for use, the physician pulled away the hosing of the stent. However, the stent unravelled and 'came away' from the balloon too. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).